Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 200 mg/dl for the past week. At the time of call, blood glucose level was 250 mg/dl. The nurse practitioner reported that the patient had 11 unused pods from an affected lot number identified during a field safety notice. Elevated blood glucose levels had resulted in the patient experiencing ¿weeping legs¿, swelling, and infection on the second metatarsal of their right foot. The patient required home health services to provide wound care and dressing changes.